Manufacturer narrative:
Report source: other: health canada adverse incident report reference (B)(4); submitted to hc (health canada) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an lynx system was implanted during a tension-free vaginal tape (tvt) lynx procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2016, the patient experienced repetitive infections, groin and leg pain. Reportedly, she is antibiotic-resistant and have autoimmune disease.